Manufacturer narrative:
This event is a near incident. Questions have been asked for preparation clarification with no answers provided. No answers provided as to the status of the sales representative. There were no adverse consequences to the patient. The complaint sample is received and investigated, and a reference sample has been investigated. However, it has not been possible to recognize how the burst may have occurred. It has not been possible to find a causality of the event. (B)(4).

Event description:
This is a near incident. It was reported that during an unknown procedure surgiflo® hemostatic matrix kit with thrombin was used. Surgiflo® hemostatic matrix kit with thrombin was mixed and prepared and then placed on the instrument table. After an unknown period of time the paste burst out of the device and the material was scattered on the face of the sales representative who was standing close by. The patient was not affected and thus there were no adverse consequences to the patient.